Manufacturer narrative:
At this time no conclusions can be made. Based on the limited information provided, the cause of the seroma and infection cannot be determined. Seroma and infection are known inherent risks of surgery, and are identified in the adverse reaction section of the the instructions-for-use as possible complications. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Note, the dates of implant and event are estimated based on the information provided. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not provided.

Event description:
It was reported that approximately one month post implant of a davol ventrio st hernia patch the patient presented with painful seroma and resistant staph infection. The wound was debrided and patient is now using wound vac with mesh partially exposed. The surgeon was looking for guidance on whether to leave the ventrio st in place or replace with a phasix mesh. A surgeon consult was arranged.